Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00570: plate 1, 3025141-2019-00571: screw 1, 3025141-2019-00572: screw 2, 3025141-2019-00573: screw 3, 3025141-2019-00591: screw 4, 3025141-2019-00592: screw 5, 3025141-2019-00593: plate 2.

Event description:
A patient had a forearm plate implanted in (B)(6) 2017. At some point post op, the plate broke. Revision surgery has not been scheduled.